Event description:
Patient underwent a robot assisted right laparoscopic partial nephrectomy. The scissor tip cover broke during the surgery. An x-ray was taken per hospital protocol. The radiologist read the x-ray as negative for foreign body.